Event description:
It was reported that at an unspecific time, this mc3 nautilus vitalflow (vf) extra corporeal membrane oxygenation (ECMO) oxygenator failed due to expected/appreciated ECMO side effects/complications. No additional information could be provided regarding the expected side effects that were displayed. The device was replaced to complete the procedure due to patient needs and coagulopathies. There was no patient impact associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.